Event description:
It was reported that the patient with this implantable pacemaker felt a shock before falling down. The patient tried to call boston scientific technical service (ts) and physician, but no one answered. Boston scientific technical service (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.